Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 5 months after the dental implant was installed in patient's mouth, it was verified its non-osseointegration. No further information was provided.